Event description:
On 15 december 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. It was reported that during the procedure, one device did not successfully deploy an implant. During the investigation of the returned device on 9 january 2023 , it was noted that less than 1 mm of the cutter was broken and missing from the returned device. The physician was notified, and stated he was confident no portion of the device remained in the patient. No patient adverse events were reported.